Manufacturer narrative:
The consumer reported a false negative inteliswab test result in their amazon review. Specific details of the collection and testing process regarding the inteliswab test was not provided. The consumer also did not provide a lot number or any other product information. Another brand of test gave them a positive test result, but it is unknown if a confirmatory pcr test was performed. Details of the testing timeframe was not provided. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left a review for inteliswab claiming a false negative result: amazon review "these do not go as far into your nose, and have a "paddle" swab that my familty found more awkward than the regular swabs. All of our tests came out negative using this brand, but when I tested with the swab test-all our tests came out positive. We were all sick, so I am going with the normal swab test for better accuracy."

Event description:
Consumer left a review for inteliswab claiming a false negative result: amazon review "these do not go as far into your nose, and have a "paddle" swab that my family found more awkward than the regular swabs. All of our tests came out negative using this brand, but when I tested with the swab test-all our tests came out positive. We were all sick, so I am going with the normal swab test for better accuracy"